Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to pancreatitis. The blood glucose reading at the time of the event was 240 mg/dl. The current blood glucose reading is 460 mg/dl. The pancreas is non-responsive. Customer also has high cholesterol. The insulin pump was removed at the hospital when the insulin pump ran out of insulin. Nothing further reported.